Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
When removing the feeding adaptor, the clip and plug detached and the cathete fell into the stomach. The catheter was removed endoscopically using grasping forceps at another hosp. The device had been in place for 11 days prior to the incident.